Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 260 units of insulin during the load sequence. Customer reloaded the cartridge to resolve the issue. Additionally, it was reported that the insulin gauge was inaccurate. Reportedly, customer loaded cold insulin into the cartridge. Customer continued to use the existing cartridge. Customer¿s blood glucose level was 229-248 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. H3 other text : device not returned.